Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. Block e1: initial reporter address 1: (B)(6). Block h6: medical device problem code a15 captures the reportable event of clip did not detach from catheter properly. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. Microscopic examination was performed, and no problems were found on the bushing. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No problems with the device were noted. Based on the condition of the returned device, the reported event of clip did not detach properly was not confirmed. Investigation found that the device was returned without the clip assembly, but with evidence of full deployment, indicating that the clip did release from the catheter. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a procedure performed on an unknown date. During the procedure, the clip did not detach from the catheter properly and was pulled along when the catheter recoil, detaching from the mucosa and remaining loose in the colonic lumen. It was reported that the clip was later removed using forceps. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. Medical device problem code: (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a procedure performed on an unknown date. During the procedure, the clip did not detach from the catheter properly and was pulled along when the catheter recoil, detaching from the mucosa and remaining loose in the colonic lumen. It was reported that the clip was later removed using forceps. No patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.